Event description:
Caller reported that the pump screen lit up but did not display any information, which affected their ability to interact with the pump. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.